Event description:
The customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site eval. The problem was verified. The rep found break in video line in interconnect cable. The cable was replaced. System now operates as intended.